Event description:
Reportedly, the cardiologist observed a progressive decrease in the impedance of the atrial vega lead. The cardiologist is wondering about the reason for this slow loss of impedance and would like to be sure that it is not due to a problem with the pacemaker measurement but rather to the condition of the lead.

Manufacturer narrative:
Analysis synthesis: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. The atrial lead showed a continued decrease in impedance below 200 ohms, which may suggest a progressive lead integrity issue. As the subject lead was not returned for analysis, the exact root cause of the reported event could not be established. As the affected lead is the atrial lead and the abnormality is currently limited to a decrease in impedance, with no impact on sensed episodes or device functionality, the clinical impact on the patient appears to be minimal at this stage. Given the high percentage of atrial pacing, a switch to vvi mode may not be appropriate due to the potential loss of av synchrony. Continuous monitoring is recommended to assess for any evolution of the lead behavior or impact on sensing and pacing performance. The final decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. This case is recorded for trending purposes.